Manufacturer narrative:
(B)(4). This report is being filed to relay updated information that was not available at the time of prior submissions. The reported event was able to be confirmed. Product was returned, and visual inspection of the returned section of the femoral impactor head confirmed that the instrument had fractured. It was also noted there was gauging and general wear on the returned surface indicative of use. The instrument was manufactured in may 7, 2015 and therefore, had an approximate field age of 1 year 3 months. It is unknown how many times this device had been used during that time. The package insert which accompanies the device provides information regarding this type of event, and is therefore a known inherent risk of the procedure. Review of the device history records found no evidence of product nonconformance or related anomalies. Review of the complaint history determined no further action is required as no trends were identified. Based on the information available, a definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the femoral impactor head broke upon impaction during a knee arthroplasty procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluation.